Event description:
A hospital in (B)(6) reported via a distributor that two rt134 adult unheated breathing circuits failed the ventilator leak test. It was further reported that a pinhole was found on each of the dryline tube. This was observed before patient use.

Manufacturer narrative:
(B)(4). Method: the dryline tubes of the complaint rt134 adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that both dryline tubes sustained a hole, about 17.5cm away from the connector. A lot check revealed one other complaint of this nature for lot number 120305. Conclusion: it was identified that damage to the rt134 drylines was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was last year. The complaint dryline tubes were manufactured prior to the replacement of the faulty corrugator block. During the production of the dryline tubes, a pressure test is performed every (B)(4) and those that fail are set aside for further inspection. The user instructions for the rt134 adult unheated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).